Event description:
Healthcare professional additionally reported "capsular contracture baker grade IV."

Event description:
Healthcare professional reported, left side exchange from textured to smooth breast implant, due to the patient¿s concern with the product. Patient later reported, "recall". And "recently, experiencing possible autoimmune symptoms". Which is not device related. Healthcare professional, additionally reported, "capsular contracture, baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, autoimmune/connective tissue-symptoms of-ndr, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implant due to the patient¿s concern with the product. Patient later reported "recall" and "recently experiencing possible autoimmune symptoms" which is not device related. Healthcare professional additionally reported "capsular contracture baker grade unknown." Healthcare professional later confirm reported "capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture : unable to observe as it is not related to the device. Autoimmune/connective tissue-symptoms of - ndr: unable to observe as it is not related to the device. As per the investigation procedure, observed 2 openings assessed as fold flaw opening, wear abrasion, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.